Event description:
Event description guidant received information that the patient fainted while at work. An interrogation of the implantable cardioverter defibrillator (ICD) noted inappropriate sensing and noise markers at times on all three channels resulting in pacing inhibition. The patient is reportedly in atrial fibrillation (af) yet ICD markers indicate ventricular activity. The ICD was unable to complete programmer commands like capacitor reformations and right ventricular (rv) lead measurements. A check of the daily measurement history noted the ICD had stopped recording any lead measurements and p/r waves since the first week in october 2004.